Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 290 mg/dl. The patient reported cannula being dislodged, while wearing it on unknown location. For treatment, the patient changed out the pod for a new pod.